Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call experiencing high blood glucose levels for a few weeks. The customer's blood glucose was over 600 mg/dl, which was treated with manual injections. The customer consulted a diabetes doctor and changed the infusion set. The customer's most recent blood glucose reading was 254 mg/dl. She did not observe any symptoms of high blood glucose. She declined to check for air bubbles, insertion site issues or insulin issues. She declined to check her settings. Upon troubleshooting, the customer performed the high pressure test and found that the insulin pump did not pass the test. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.